Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery many time and pump was rewind grinding and louder or slower. Customer's current blood glucose value was unknown. The insulin pump will not be returned for analysis.